Manufacturer narrative:
Device evaluation update: upon further investigation, reliability engineering performed additional investigation and determined that a cutter device could not be inserted into the attachment device. It was further determined that the cutter could not be inserted because the bearings were worn out and broken, not allowing the cutter to pass through. The assignable root cause has been corrected from product design, construction/design false, defective to worn out bearings from normal wear and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings and extension sleeve were damaged. It was further determined that the ¿!¿ symbol, balls and casing were missing and the ball bearings rattled and fell apart. It was further determined that the device failed pretest for temperature, cutter insertion and lock operation. It was noted in the service order that the o-ring was loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.